Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up. All information provided is included in this report. No further information was available at the time of this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: his-bundle pacing versus biventricular pacing in cardiac resynchronization therapy patients: a crossover design comparison. Heart rhythm. 2015;12(7):1548-1557.

Event description:
A journal article was reviewed that contained information regarding this model of implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were the following lead issues: placement issues and lead dislodgement. The status of the leads is unknown. No patient complications have been reported as a result of this event.